Event description:
Related manufacturer report number:1627487-2023-04931. It was reported that the patient was experiencing an infection at the site of the dbs burr hole cap covers. It was noted that the patient's cat had bitten their scalp resulting in the infection. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's dbs system was explanted to address the issue.

Manufacturer narrative:
A patient was experiencing an infection at the site of the dbs burr hole cap covers was reported to abbott. It was noted that the patient's cat had bitten their scalp resulting in the infection. The patient's dbs system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.